Manufacturer narrative:
(Patient information) has been updated with the patient's weight. Conclusion: a review of the device history record (DHR) was performed for this valve, there were no non-conformances identified in m anufacturing process. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Without the reason for the explant or the return of the product specimen, no root cause could be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that seven months post implant of this 25mm bioprosthetic aortic valve, this valve was explanted and replaced with a 25mm bioprosthetic aortic root heart valve. The reason for explant was not valve related, however, no specific failure mechanism was provided. No adverse patient effects were reported.